Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during a coil embolization procedure targeting a 3mm x 4mm wide necked aneurysm on the internal carotid artery (ica), the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30530838) could not be advanced within the concomitant echelon¿ 10 microcatheter (medtronic). The coil was withdrawn from the patient and was observed to be unraveled / stretched after it was withdrawn. It was reported that the coil was purposely detached. Another 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30530838) was used as a replacement and this coil also became impeded in the microcatheter. The physician attempted to adjust the coil but was not successful; the coil was retracted and it was observed the coil had stretched. Continuous flush had been maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. During the coil advancement through the microcatheter, there was resistance at the end of the microcatheter. There was no anomaly observed on the microcatheter. The issue occurred during the coil insertion / advancement through the microcatheter before the coil exited the microcatheter. It was difficult to advance the coil through the microcatheter. It was not known if there was any blood flow restriction / reduction as a result of the event. There was no significant delay in the procedure. The procedure was completed with new devices (brand unspecified). There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30530838) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product and the concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 2.00cm galaxy g3 mini coil left the manufacturing facility with the coil in a stretched condition or with other anomalies. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00274. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure targeting a 3mm x 4mm wide necked aneurysm on the internal carotid artery (ica), the 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30530838) could not be advanced within the concomitant echelon¿ 10 microcatheter (medtronic). The coil was withdrawn from the patient and was observed to be unraveled / stretched after it was withdrawn. It was reported that the coil was purposely detached. Another 1.50mm x 2.00cm galaxy g3 mini coil (glm915020 / 30530838) was used as a replacement and this coil also became impeded in the microcatheter. The physician attempted to adjust the coil but was not successful; the coil was retracted and it was observed the coil had stretched. Continuous flush had been maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. During the coil advancement through the microcatheter, there was resistance at the end of the microcatheter. There was no anomaly observed on the microcatheter. The issue occurred during the coil insertion / advancement through the microcatheter before the coil exited the microcatheter. It was difficult to advance the coil through the microcatheter. It was not known if there was any blood flow restriction / reduction as a result of the event. There was no significant delay in the procedure. The procedure was completed with new devices (brand unspecified). There was no report of any patient adverse event or complication.